Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open summary: (npi) rate calibration test fails. Case notes: (B)(4). 8100 unit fails rate calibration. Get error vmp out of range. The unit will have to come in for repair services when out of range error. Customer prefer to repair the unit in house. Explain steps he can do and may resolve the issue. Replace bottom side sensor and he can replace both want hurt while unit is connect power pc down bring back up us the tamper switch & system on button at the same time. Then run the calibration test see if that resolve the issue.